Event description:
The customer reported that the system would not produce x-ray after they moved it to another place. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface board was reseated and the cables were reconnected. The system was then found to be operating as intended.